Event description:
A healthcare facility (B) (6) reported that there was water in a pt's breathing circuit when in use with an mr850 respiratory humidifier. No pt consequence was reported.

Manufacturer narrative:
(B) (4). Method: the returned mr850 respiratory humidifier was connected to a breathing circuit and performance tests were carried out. The voltage across the breathing circuit heater was also measured. A fisher & paykel healthcare representative also followed up with the hosp to attempt to gain more info regarding the event, but this was unsuccessful. Results: during performance testing, the airway temperature was stable and at the normal temperature (37 degrees c). After 6 hours, significantly more condensate was observed in the breathing circuit than is normal. The mr850 delivered a lower than normal voltage to the breathing circuit heater wire. When an mr850 printed circuit board component (a component that controls power to the heater wire) was replaced, the unit powered the breathing circuit heater wire correctly. Conclusion: condensate in the humidification sys, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. A component on the mr850 circuit board that controls power supply to the breathing circuit heater wire had failed and resulted in less power being supplied. Significantly more condensate than normal accumulated in the breathing circuit as a result of less heat being applied at the breathing circuit heater wire. We could not conclude why the mr850 component failed.